Event description:
It was reported that output issue was observed due to undersensing of ventricular fibrillation. Patient was unconscious and on a ventilator. The rhythm was correctly identified as fib but when it degraded to a finer fib the device intermittently undersensed and caused a return to sinus rhythm. Programming changes were made. No further information was provided.